Event description:
A report was received that following a fall the patient's ipg site wound at the medial pole opened. It was noted that there were no signs of infection. The patient was prescribed oral antibiotics. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced due to lead migration. No device malfunction was suspected. In addition, the ipg was not revised. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a fall the patient's ipg site wound at the medial pole opened. It was noted that there were no signs of infection. The patient was prescribed oral antibiotics. The patient will undergo a revision procedure.